Event description:
It was reported that there was a power-on-reset (por). There was no specified error code with the por. It was stated that the actions required as a result of this event was a "process of reset". There were no diagnostic tests performed, but they would be performed "in the future". It was stated that there were no patient symptoms or complication as a result of the por. On (B)(6) 2013 e1a (rep): additional information received reported that there was no known cause of the por. It was stated that the por was cleared. The patient had coverage as needed and the patient was "re-educated". It was noted that the patient was "fine".

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).